Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a manufacturing representative. It was reported that the cause of the low impedance was not determined. Changing the patient's settings helped to resolve the ins discharge issue. The physician did not know when the issue began to occur, and the first time they noticed it was on (B)(6) 2018. There are no further actions or interventions planned.

Manufacturer narrative:
Event occurred in the (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins discharges fast. The patient's ins went into discharge. Impedance measurements were taken and a short circuit was found between contacts 1 and 2. The patient's therapy parameters were 6.7v, 90 us, and 180 hz. The patient was reprogrammed from 0+ -1 -2 -3 and +8 -7 -8 -9. The patient was reprogrammed to +0 +1 -2 -3 and the therapy impedance after the settings change was normal. The patient has 2 to 3 years of service life left on their ins. There were no symptoms reported. No further complications were reported or anticipated.